Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing the endoscope reprocessor, a colonoscope with a secondary water supply was put into the washer without connecting the secondary water supply tube. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the facility did not reprocess the subject device properly because they performed reprocessing with the procedures different from in the instruction manual. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: chapter 4 reprocessing operations 4.8 connecting tube installation see attached ¿list of compatible connecting tubes <for oer-4>¿ for compatibility. Warning: ¿when cleaning and disinfecting the endoscope, use connectors/adapters that are compatible with the endoscope model. Otherwise, cleaning and disinfection will be insufficiently conducted. Though ¿list of compatible connecting tubes <for oer-4>¿ include compatible devices, the latest product may not be included. If you cannot find the device, contact customer service center, service center designated by olympus, our branch, or sales agency.¿ olympus will continue to monitor field performance for this device.